Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 164 mg/dl. The customer reported that they had already for the fourth time in the month the pump stopped and went into restart or return to factory setting and insulin pump was unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement it failed self test returning an unexpected hardware low level failures. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Hardware low level failures is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at keypad assembly. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly.